Manufacturer narrative:
The pump was received stuck in an alarm loop after battery installation due to a software error. Unable to perform the motor error alarm test due to the alarms. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported clearing the alarm and resetting the insulin pump, but a force sensor calibration values corrupted alarm occurred after. The customer stated they were unable to clear the force sensor calibration values corrupted alarm. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.